Event description:
It was reported that during equipment testing conducted at the user facility, the device was found to be running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician was unable to duplicate the reported run-on, but noted a corroded motor assembly.

Event description:
It was reported that during equipment testing conducted at the user facility, the device was found to be running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.